Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample from the same lot of perfluoropropane showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
A healthcare professional via study reported that after vitrectomy surgery, the patient experienced mild secondary glaucoma in the left eye. The patient was given drug treatment and the event was resolved.

Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample from the same lot of perfluoropropane showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event. This is a duplicate of MDR# 0002518435-2025-00007.

Event description:
A healthcare professional via study reported that after vitrectomy surgery, the patient experienced mild secondary glaucoma in the left eye. The patient was given drug treatment and the event was resolved.